Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a fistula. A 5x80mm armada percutaneous transluminal angioplasty (pta) balloon catheter stylet was removed without resistance. The device was prepped outside the anatomy prior to use. The armada was advanced toward the fistula, the balloon was inflated once to rated burst pressure and fistuloplasty was performed. However, the balloon did not deflate. Negative pressure was held for 10 minutes. It took 10-15 minutes of negative pressure with an indeflator until the balloon had completely deflated and could be successfully removed from the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.